Event description:
It was reported that during a thyroid procedure, a branche was broken. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. Additional info has been requested to clarify what is being referred to as the "branch".

Manufacturer narrative:
Info anticipated, but unavailable at this time.